Manufacturer narrative:
On 7-apr-2023, bwi received additional information regarding the event. It is noted as expected/anticipated and the outcome is recovered/resolved with an end date of 04-sep-2022 (this date as originally reported as 4-dec-2022). It was also indicated that a diuretic was administrated to the patient regarding his heart failure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30814177l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial it was reported that a 66 year old, female patient underwent a cardiac ablation procedure procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac failure which required prolonged hospitalization. The cardiac ablation procedure was performed on (B)(6) 2022. Patient discharged on (B)(6) 2023 from facility. On (B)(6) 2022 patient is noted to have suffered a heart failure episode (ae1) the principal investigator (pi) assessed the severity as moderate and indicates a medical intervention of medication. The pi also assessed the adverse event as serious due to serious deterioration in the health of the subject as defined by in-patient or prolonged hospitalization. The event is not related to the study device and related to the procedure. It is noted as expected/anticipated and the outcome is recovered/resolved with an end date of (B)(6) 2022. It is life threatening; it necessitate medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. There is a potential risk that it could cause or contribute to a serious injury or death to the operator or patient.